Event description:
It was reported that a home patient experienced air in the patient line of two (2) homechoice automated pd set with cassettes. This was observed during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Therapy date: the event occurred on an unspecified date in november 2022. Manufacturing facility: the device was manufactured at one of the two following manufacturing facilities: (B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.